Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. Pacing thresholds on the left ventricular (lv) lead were also noted to be higher that the programmed output. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: 5076-45 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.